Event description:
It was reported that the device was removed from service because the battery voltage was declining quickly. It was also noted that the voltage was 5.89v at time of implant. Beginning of life battery voltage should be 6.1v. Device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.